Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted (B)(6) 2004. Product event summary: the medial segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was admitted with sepsis two weeks post-hematoma evacuation. The cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.